Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au681 clinical chemistry analyzer and found that the sample probe to the sampler unit alignments were out of specification and inner/outer sample wash valves were worn. Fse replaced inner/outer sample wash valves, performed sample probe general alignments to every position it delivers/picks from. Customer ran calibration and quality control (qc) and all recovered within their established specification. Customer successfully analyzed patient samples with no issue. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer stated that they are getting erroneous zero (0) value on multiple analytes for patient samples when run on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.